Event description:
Reportedly, while monitoring, the device crt display faded out and pt ECG was no longer visible. The operator was able to continue pt monitoring by viewing the device heart rate indicator and obtaining a device strip recording.